Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a door hasp issue. A field service associate removed the smart remote manager and hasp and removed the old adhesive. Repositioned both the box and the hasp and reinstalled and rebooted the device to resolve the issue. The system functioned as intended after the field service associate troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system had refrigerator latch failure. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.